Manufacturer narrative:
The customer¿s report of a leak was confirmed. During visual inspection, it was noted that the vinyl tubing from the extension set was completely separated from the smartsite. Visual inspection under magnification showed that there was insufficient bonding solvent applied at end of the tubing. Dimensional testing was performed and the tubing measured within specification. Functional testing was not performed due to the set tubing being found separated at the intersection of the smartsite. The root cause of the leak was found to be a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported a leak from a port of an unspecified secondary chemo infusion upon starting the pump. The clinician in attendance reportedly covered the leaking port with her finger until the infusion was completed and there was no harm to either the patient or the provider.